Event description:
A customer contacted baxter's technical service center regarding an iipv that occurred on the homechoice (hc) machine. This event occurred during patient use. The registered nurse (rn) stated the hc completed the therapy in an hour and a half earlier then it should have. The technical service representative (tsr) asked the rn if she knows what the smart dwell setting is and the rn stated she is not sure. The tsr asked the rn what therapy the home patient (hp) is performing and the rn stated she just got there this morning and the hp stated he felt overfull so she had to do a manual drain. The tsr asked the rn what the manual drain volume was and the rn stated the manual drain volume equaled 2410 ml. The tsr asked what the last fill volume (lfv) is and the rn stated the lfv equaled 1500 ml. The tsr asked the rn the iipv questions. The rn stated the patient was drained completely by the doctor yesterday before getting on the hc. The rn stated she does not know the answers to some questions because she just started working today. The tsr explained what could make a therapy run shorter. The tsr explained he is going to swap the hc because the hc drained out 2410 ml. The tsr asked the rn if she is by the hc and the rn stated the hc is unplugged. The tsr recommended the rn take the procard out of the hc if they are using a procard and asked the rn for the address. The rn stated she was not listening because she has things to do. The rn stated they do not use a procard, and stated she has things to do and does not have time for questions. The tsr asked the rn for the address. The rn stated she does not know why baxter does not have this information. The rn gave the address to the tsr. The tsr explained the hp would be swapped out. The machine is being swapped by apple express. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A evaluation of the actual device was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.